Event description:
It was reported impedance measurements were greater than 40,000 ohms on a brand new lead. The high impedances were measured on the same lead with two different multi-lead trialing cables (mltcs). When impedances were tested in the implantable neurostimulator (ins) 5 out of the 7 contacts were high. The lead was then taken out and tested in saline; all impedances were normal. It was noted no ionic solution was used during the procedure and nothing abnormal occurred during the procedure. A second lead was placed and impedances were greater than 40,000 ohms for contacts 9, 11, 12, 13, and contact 14 was 1900 ohms. The lead was placed in the other port on the ins and the same electrodes continued to have high impedances in the 0-7 port and 0-6 was 2300. It was noted reference 1 showed all greater than 40,000. It was also noted prior to revision all impedances were 'fine' and less than 1000. The second lead was tested in the mltc and contact 0 was 3000, 1 was 5000, electrodes 3-5 and 7 were greater than 40,000, and contact 6 was greater than 32 ,000. The patient was test for stimulation response and she could feel stimulation with electrodes 0-2 at 5 volts (v), but no stimulation was felt with any other electrodes. The lead was repositioned and the patient was unable to feel stimulation with any contacts at 10.5 v and different contacts were out of range with the mtlc. The healthcare professional (hcp) continued to reposition the lead and after electrodes 6 and 7 were 8000 and 5 was not above 40,000. Additional information received 12 days later reported after one lead and one mtlc were discarded as 'bad' and intraoperative high impedance troubleshooting the lead was placed in the epidural space in an entirely different location. It was noted the original placement was t8-t11 and the final placement was s2. In the final placement the high impedances completely resolved and the patient experienced paresthesia in her foot which was the desired location. It was also reported that it was 'determined the issue must have been something in the patient's epidural space.' The patient was doing 'fine' with coverage and pain relief in the targeted area.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID neu_unknown_lead, product type lead; product ID 3778-60, serial# (B)(4), product type lead; product ID 3555-31, product type screening device. (B)(4).